Event description:
According to the reporter: during use a part from the blade broke and fell inside the patient. The piece was removed with no consequences for the patient.

Manufacturer narrative:
Initial report submitted: 7/25/2008.